Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that on the morning of (B)(6) 2017, the ventricular assist device (vad) coordinator from site reached out to manufacturer clinical specialist to inform that patient had been found by her daughter lying on the floor of her home (lived with daughter) around 10:30 pm, pulseless and not breathing. (Of note, patient suffered from severe aortic insufficiency (ai), of which she was listed as 1a transplant status.) Patient's daughter called 911, and attempted cardiopulmonary resuscitation (CPR). The emergency medical services (ems) arrived at the site and called the vad coordinator at advocate. After the coordinator had asked many questions to gain clarification about the scene and what could have happened, the ems had reported to coordinator that the patient's driveline was still connected to the controller, they followed the driveline up to the site on the body and it was still connected there as well, and there was no obvious damage to the driveline. When asked to check the controller, ems reported that the controller was connected to 2 fully charged batteries (100%), although there was nothing on the screen, even when the scrolls button or the alarm silence button was depressed, the screen did not illuminate. There were also no active alarms of any sort, all while the paramedics were on the scene, nor when the daughter had arrived. Dust cap also covered data port, therefore, no port was exposed. It was stated that the coroner had pronounced the body dead at the scene. The vad coordinator is in touch with the family, and had controller and 2 batteries that were connected to the patient at the time of event taken over to hospital to try and obtain log files. Upon arrival of items, vad coordinator called manufacturer clinical specialist, and while on the phone, attempted to power up the controller with the 2 batteries connected to patient at the scene, both were still at 100%. When connecting batteries to the controller the controller was not able to power up. There were 2 loaner batteries used from site were also connected to controller, and the controller was still not able to power up. It was reported from coordinator that upon connecting batteries, an audible quiet "chirp" sound was heard, as if the controller was attempting to power up but was not successful. There were no alarms audible while connecting to batteries, nor was anything on the screen. It was stated that the site would like log files extracted from controller upon the return of the controller. Site is attributing the patient's unexpected death to a malfunction of the controller. It was stated that pictures of controller and batteries were attached. It was further stated that the site would like to return the controller and two batteries to the manufacturer and would like an analysis letter as well. No additional information available.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the patient was found lying on the floor with the driveline and two batteries connected to the controller. The controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed a controller power up and motor start event on (B)(6) 2017 at 11:48:50 and 11:48:55; respectively. The last data point recorded in the data file occurred prior to the controller power up event, at 11:33:54, and revealed that bat306149 was connected to power port 1 with 84% relative state of charge (rsoc) and bat306132 was connected to power port 2 with 96% rsoc. No abnormalities or alarms were recorded prior to the loss of power. Estimated maximum pump off time was approximately 15 minutes. A review of the previous 12 hours prior to the loss of power revealed that the pump power consumption was within the normal operating range. A data point was not recorded after the controller power up, indicating that a second loss of power happened afterwards. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed visual examination but failed functional testing due to an inability to start the controller. Supplemental testing revealed that a fairchild metal-oxide-semiconductor field-effect transistor (mosfet) on the power board was found shorted, which subsequently caused the controller to lose functionality. The mosfet was found shorted with observable damage to the surrounding area. It was reported that there were no active alarms when the patient was found. The internal battery was initially found depleted. Upon further testing, it was determined that internal battery that powers the "no power" alarm was functional. Additionally, the charging circuit for the internal battery was tested and the results revealed that the circuit was able to adequately charge the internal battery. Based on log file analysis and what was reported, the controller lost power after 11:48:50, but the patient was found by a family member approximately 11 hours after the loss of power, at 10:30pm. This suggest that the "no power" alarm most likely triggered at the time of the loss of power, but the internal battery was depleted when the patient was found 11 hours later. Based on the available information, the most likely root cause of the reported event can be attributed to a shorted fairchild mosfet. A supplier investigation is ongoing to determined that the failure was due to electrical over-stress of the fairchild mosfet component. The most likely root cause of the "no power" alarm not sounding when the patient was found can be attributed to a prolong period of time between when the event occurred and when the patient was found; the "no power" alarm was most likely alarming when the event occurred, after 11:48:50. Based on log file analysis, the controller power up and motor start event observed during log file analysis suggest that a disconnection of both power sources had occurred prior to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.